Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device would not charge defibrillation energy during patient treatment. A back-up device was used to continue treatment. There was patient use associated with the reported event however, there was no adverse patient outcome.